Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the alarm. The hp stated that he was able to start over with new supplies. There was no lot number provided and the sample was discarded and is not available for evaluation. No further information was provided. This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. A batch review cannot be performed since a lot number was not provided. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine the root cause. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the home choice (hc) machine during dwell 5 of 7. The home patient (hp) stated that he is still connected to the hc. The technical service representative (tsr) had the hp cycle power, disconnect, remove the cassette, and discard the supplies. The tsr advised the hp to contact the nurse. The hp will start therapy with new supplies. There was no patient injury or medical intervention associated with this event. No further information is available.